Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that on (B)(6) 2018, the patient had a hip arthroscopy to repair an acetabular labrum tear using a hip pac kit, during the procedure the nitinol guidewire broke inside the patient and was embedded inside the left hip. Immediately after the procedure, the patient began experiencing pain, body heat and muscle spasms due to the 10cm metallic kirschner wire left inside the hip. The symptoms occur when exposure to low frequency electromagnetic fields and increase with proximity to these fields. The symptoms are still an ongoing issue. The patient is planned for a revision surgery to remove the metal piece, but day for the removal surgery has not been set.

Manufacturer narrative:
H3, h6: the reported device was not received for investigation. A lot number was not provided thus a device record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation was performed. The x-ray photos provided have been reviewed and do not indicate a root cause for the reported breakage. Factors that could have contributed to the reported event include excessive force. Based on the information provided no clinical factors were found which would have contributed to the reported events. The guidewire is made of nitinol and is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported pain, body heat and muscle spasms could not be determined. Micro-motion or movement cannot be predicted. No further clinical/medical assessment, containment, or corrective actions are recommended at this time.